Manufacturer narrative:
The reported magnum 2 device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the device would not tension the suture when turning the wheel. An exact root cause cannot be determined with confidence as no product was received for evaluation.

Event description:
It was reported that when the anchor was inserted in bone following hole prep, the device would not tension the suture when turning the wheel, a back up device from smith & nephew was available and used to complete the case. No patient injuries were reported.